Manufacturer narrative:
We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a noise issue occurred. There was a current leakage error, and there was signal noise on all electrocardiograms (ECG) of body surface and intracardiac signals on the carto 3 system and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. The catheter was exchanged and the issues resolved. The procedure was completed with no patient consequence. The current leakage is not MDR reportable because the patient safety is unaffected by this issue. However, the complete signal noise is a reportable malfunction.

Manufacturer narrative:
Additional information was received on april 13, 2018. The manufacture and expiration dates of this device have been added to the corresponding fields of this report. In addition, the product was returned for analysis on april 14, 2018. Device evaluation: it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a noise issue occurred. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Then, the catheter was evaluated for eeprom, carto 3 system and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. In addition, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. (B)(4).